Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6. Health effect - clinical code. Additional information was requested, and the following was obtained: 1. What are the name and date of index surgical procedure? Unspecified laparoscopic gyn surgery. 2. What is the lot number? Unknown. Product packaging not retained. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Specifics are unknown. Based on internal communication, the post-event summary indicates possible prophylactic usage. 4. Where was the surgicel used (on what tissue)? Specifics are unknown. Intra-abdominal. 5. How much surgicel was used during the procedure? Unknown. It¿s believed that the entire 3g was emptied from the applicator. 6. Was the surgicel product left in place? Was the excess irrigated and removed? Based on re-operation, a bolus of surgicel powder that had absorbed fluid was identified as the relevant x-ray finding and confirmed not to be an abscess. 7. What were current symptoms following the index surgical procedure? Onset date? Specifics are unknown. The patient returned to the ER complaining of abdominal pain. A scan indicated an area that was potential abscess that was determined to be the surgicel that had been left in place. 8. Has any surgical or medical intervention been performed? Diagnostic laparoscopy pursuant to the complaint of pain and the findings indicated on the scan. 9. What is physician¿s opinion as to the etiology of or contributing factors to this event? It was determined that the product was not used per the IFU and optimal device performance guidelines. It¿s unknown if there has been follow-up communication with the operating physician, but shared communication by the hospital indicates that the operating physician has been informed that prophylactic use is not recommended as well as being informed of correct application for powder. 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative mass? Unknown. The powder that was not removed absorbed fluid, lending to the appearance of a mass/abscess on scan, leading to the re-operation. Shared communication indicates that patient was discharged home with no further issues. 11. What is the patient¿s current status? Discharged home with no continuing symptoms or complaint. 12. What is the users experience w/ surgicel powder and other hemostatic agents? Total experience is unknown. They have experience with previous versions of surgicel as well as arista. Experience with surgiflo, but disinclined to use a fibrin sealant. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative mass? 15. What is the patient¿s current status? 16. What is the users experience w / surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown gyn procedure on an unknown date and absorbable hemostat was used. Post-operative to the to the procedure, the patient was readmitted for an unspecified complaint and a scan revealed what appeared to be an abscess. Additional information was requested.